Event description:
It was reported that 8 5.4 qt bd¿ next generation patient collector were missing the lids. The following information was provided by the initial reporter: it was reported that customer received containers missing the lids.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: no photo or sample was received with the customer's complaint of missing lids. Without further information like a physical sample for investigation, the complaint cannot be verified and the root cause remains unknown. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the part number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months.

Event description:
It was reported that 8 5.4 qt bd¿ next generation patient collector were missing the lids. The following information was provided by the initial reporter: it was reported that customer received containers missing the lids.